Manufacturer narrative:
Date sent to the FDA: 03/23/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the pt underwent an incarcerated ventral hernia repair procedure on (B)(6) 2008 and mesh was used. The pt had chronic abdominal pain immediately after surgery until present. On (B)(6) 2011, the pt completed the 36 month survey indicating that the hernia recurred and reported disabling symptoms of pain with bending over; limited movement; when performing adl's; coughing and deep breathing; while walking; walking upstairs and while exercising. All pain ranked at a max of level 5. The results of a CT scan on (B)(6) 2009 noted a "patulous midline ventral hernia". The pt saw a different surgeon on (B)(6) 2009. Due to multiple comorbidities the pt is not a candidate for surgery at this time. The pt has been taking vicodin 5mg, tramadol, hydrocodone and ibuprofen with multiple ER visits for recurrent skin abscesses and pain.